Manufacturer narrative:
Follow-up #1: date of submission 01/13/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 12/30/2015 with the following findings: a review of the pump black box data showed multiple pump reboots. During a visual inspection of the pump, multiple battery compartment cracks were observed. The returned battery cap secured properly to the pump, and a power loss was not observed. The battery cap contact dimensions measured within specifications. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and no evidence of moisture ingress or damage to the power circuit was found. The complaint of an intermittent power issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed that the display was dim, fading and discolored. Also unrelated to the complaint, investigation revealed that the audio bolus button cover was damaged and punctured. The audio bolus button responded appropriately during testing. Additionally, evaluation showed that the cartridge cap torn at the top of the opening.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.